Event description:
It was reported that, an oxinium fem hd 12/14 32mm +4 was delivered in an unsterile state. As this was noticed during inspection activities, no patient was involved.

Manufacturer narrative:
G3, h2, h3, and h6: the device, intended for use in treatment, was not returned for evaluation but the images provided were reviewed, and the unsterile state was confirmed. A review of the complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Damage from rough handling is likely probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. G2: report source update